Event description:
It was reported that high impedances had remained high following replacement. The cause of the impedance was not determined. No lead fractures were noted. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v012838, implanted: (B)(6) 2006, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4)